Manufacturer narrative:
The pump functions properly during self-test, displacement test and during motor rewind. The motor sounded very loud during rewind due to faulty motor. The pump was received with cracked on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was squealing during rewind. The customer was unsure of their last blood glucose level. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.